Manufacturer narrative:
Company rep evaluated the system. Issue was resolved after the tim and system's server were reset.

Event description:
Customer reported an issue with the panorama central station's wireless transceiver (tim), which may have affected telemetry monitoring. No pt injury was reported.